Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.